Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) displayed as ¿high¿ on meter. Customer treated high blood glucose with a correction insulin injection. Reportedly, the customer acknowledged alarm and resumed insulin delivery.